Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D4 (UDI): (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per package insert for the personalized knee solution: pain, swelling, limited range of motion are known adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#:42532007102; tibia cemented 5 degree stemmed right size e; lot#:63682886, item#:42500606402; femur cemented posterior stabilized (ps) standard right size 8; lot#: 63605618, item#: 42540000035; all poly patella cemented 35 mm diameter;lot#: 63611717. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00022, 3007963827-2020-00023, 0002648920-2020-00036.

Event description:
It was reported the patient has experienced pain, swelling, stiffness, and hearing a noise when bending the knee, approximately two months post-implantation.